Manufacturer narrative:
The device was returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there is no specific information on this complaint, the investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated to 8/1/2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that an unspecified supera self-expanding stent delivery system was received fully deployed. However, the tip and inner member were separated at the distal end of the ratchet stem. The separation portions were not returned and no information was provided regarding the separated portions. There was no clinically significant delay reported. No additional information was provided.